Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for left ventricular capture testing. During the procedure that pacemaker exhibited inappropriate mode switch due to far-r wave over-sensing. This was an isolated of instance of over-sensing that occurred during the procedure. Programming interventions were discussed; however, no changes were reported. The patient was asymptomatic.